Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The doctor of a customer reported via phone call that the insulin pump alarmed unexpectedly and there is fluid behind the display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to take battery out until notification stops blinking and reinstall battery and to monitor pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for one day, no display anomaly/red cross, unexpected alarms or audio/beep anomaly noted. The insulin pump responded properly to button presses during testing. No damage noted on the keypad traces. The keypad connector on pcba was locked. The insulin pump passed leak test. The insulin pump had minor scratched display window and scratched case.